Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis: mesh contracture, rectocele, slow urinary stream. Postoperative diagnosis: mesh contracture, rectocele, slow urinary stream. The procedures: rectocele repair, graft excision, cystourethroscopy.